Event description:
It was reported that the patient presented at the clinic for a device check. The patient was found to be experiencing pocket stimulation, and an insulation breach on the right ventricular (rv) lead was suspected. The rv lead was explanted and successfully replaced. The patient was recovering.

Event description:
Additional information received indicated that the patient's right ventricular lead also exhibited an impedance anomaly. The patient was stable.